Event description:
It was reported to medtronic minimed that the customer received a software error detected (pump error 53). The customer received pump error 68 (trace pointers are invalid). The customer received pump error 25 (this alarm is generated when a power system error (backup battery fails) is detected, and this error does not prevent the pump from running). The customer received pump error 23 (post-reset ram crc alarm). The customer received pump error 49 (history pointers failed. The history pointers are corrupted). The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1882.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, and self tests. No unexpected 53 alarms noted during testing. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found pump error 53 alarms file ID = 26; line number= 3201 on 06/12/2025 14:02:50.000, 06/12/2025 14:02:57. Due to software error. Also, pump error 68 on 06/13/2025 21:01:03.000, 06/13/2025 21:02:29, pump error 49 on 06/13/2025 21:01:03.000, 06/13/2025 21:02:37, pump error 23 06/13/2025 21:03:12.000, 06/13/2025 21:03:20. Pump error 25 on 06/13/2025 01:00:00.000, 06/13/2025 05:00:45.000, 06/13/2025 09:00:44. Pump was cut open to perform visual inspection no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked keypad overlay. No pump error 53, 68, 49, 25, 23 alarms during testing. However, pump error 53, 68, 49, 25, 23 alarms confirmed in the pump history due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.